Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during a follow up of this patient a pocket hematoma was noted, the hematoma was drained. At the most recent follow up an infection was seen. A device and lead explant procedure has been planned, and medication has been given to the patient.